Manufacturer narrative:
B5: reportedly, "patient doesn't want to have a laser touch up at the moment." Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich_12.6; +2.0/+6.0/106 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens had tore during injection/delivery into the eye. On (B)(6) 2023 the lens was exchanged with a same length lens and the problem was resolved. There was no patient injury.